Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 9610595-2023-01838 (patient identifier (B)(6) ). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed there was no image displayed. After cleaning the objective lens the image was found to be ok. The report of leakage was also confirmed due to the bending section being pierced. In addition, angulation was reduced due to the angle wire becoming longer than normal and the adhesive on the bending section cover was floating due to deterioration/damage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during routine inspection, the technician found that a whiteout occurred in the image from the subject device and the image could not be restored. The customer also reported a leak in the bending section cover. There was no harm or user injury reported due to the event.